Event description:
The unit was returned for service with a reported condition of "syringe not moving while pumping". The facility's rep reported that the situation occurred prior to pt use of the device, during set-up. No pt was connected to the device when the reported condition was observed and the facility had no reports of any pt incident involving this device since its last service event. The facility's rep was unable to provide details reagarding the size or type of syringe involved, medication involved or the programming of the device.